Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that refrigerator on the tower was not detected on the bus. A field service engineer (fse) coordinated with the customer and assisted in resetting and rebooting the helmer refrigerator, after which the device came back online from an off bus state. The customer confirmed the unit was functioning properly post reset, and no further assistance was required, with guidance to raise a new ticket if the issue reoccurs. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator on the tower was not detected on the bus. The customer attempted multiple reboots and recovery actions; however, the issue persisted and was not resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.